Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this product performed as described in the field action. Product event summary : the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing, where the sensing integrity counter (sic) went up to 329 counts within 3 days between (B)(6) 2015 and (B)(6) 2015. The right ventricular defibrillation impedance and the pacing impedance were high also. (B)(4).

Event description:
It was reported that during a ventricular assist device implant procedure, the patient's right ventricular (rv) lead initially showed appropriate function and their implantable cardioverter defibrillator (ICD) was turned off for implant. Upon powering the device back on, the rv lead showed high pacing impedance, which triggered a lead warning; high sensing integrity counter (sic); noise and no capture. The patient's physicians chose to keep the ICD turned off until the patient healed from surgery. No patient complications have been reported as a result of this event.